Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent migration occurred. The target lesion was located in the left anterior descending artery. A 2.25 x8mm promus element stent was advanced to treat the lesion. The stent was deployment was attempted however the stent came back with the balloon and stayed in the artery. The physician re-advanced the delivery balloon in attempt to pull the stent back to the guide but was unsuccessful. The stent remained in the radial artery. No patient complications were reported.